Event description:
According to the reporter, the device will not power on with battery or ac adapter. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance, and parts information to replace power pcb assembly for device repair.